Event description:
Additional information received on 06/24/2025 for report mw5168613. The manufacturer safety alert acknowledged receiving 344 reports globally of ¿disengagement issues¿ associated with specifically listed trocars that matched the trocar reported in this pqdr. They reported that this issue can occur when the trocar is used to deploy the mesh not in accordance with the mesh instructions for use (IFU). Issues like incorrect trocar size, excess force, or improper mesh hydration/folding can cause the seal to detach into the cavity. The manufacturer emphasizes the importance of carefully adhering to both the trocar and mesh ifus, stating that the trocars meet design and functional intent, manufacturing specifications, and are clinically acceptable for use. The manufacturer stated that the device can continue to be used clinically. Accession number: (B)(4). Medtronic ¿urgent medical device correction¿ notification for covidien auto suture structural balloon trocar & auto suture blunt tip trocar (february 2024) is shown in enclosure 1.

Event description:
On (B)(6) 2024, patient had a routine laparoscopic rectopexy using 5mm ethicon trocars x3 and one 12mm autosuture balloon trocar (medtronic). Over a year later during an xray a metallic object was noted by radiology. The surgeon from (B)(6) 2024 case was notified and coordinated for object to be removed by a network (civilian) surgeon. This was uncomplicated. The ifus for the device state nothing about putting suture or surgical sponges through the trocar. During the case nothing unusual happened to alert the team to suspect a piece of the 12mm trocar was broken free and possibly in the patient. To prove that this device had a metallic object like the one seen on xray and removed. A new trocar was broken by hammer showing a similar metal coil spring.